Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's counselor reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 461 mg/dl at the time of incident. Customer¿s counselor stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. It was reported that the customer experienced a high blood glucose of 461 mg/dl and treated with manual injection. Customer was unable to troubleshoot on high blood glucose due to keypad issue. The customer¿s counselor was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during failure analysis. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker.